Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a (B)(6) female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety disorder, adhd and major depressive disorder, recurrent episode. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced abdominal pain ("severe upper and lower abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced rash ("skin rashes"). In march 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder problem"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("vaginal infections") with vaginal discharge and urinary tract disorder ("urinary disorder"). The patient was treated with tretinoin (avita), propranolol, methylphenidate hydrochloride (concerta) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, intra-abdominal haemorrhage, dysmenorrhoea, vaginal infection and abdominal pain had not resolved and the vaginal haemorrhage, fatigue, alopecia, weight increased, dyspareunia, rash, depression, nausea, back pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was currently investigating her options for removal of the essure device. Insertion date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: essure device is present,difficult to delineat in (B)(6) 2010, an hsg (hysterosalpingogram) test was performed, result was not provided. Current weight: (B)(6). Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records received. Case updated to incident. New reporters added. Patient¿s demographics added. . Essure indication updated and lot number added. New events bladder or urinary problems or changes, abnormal bleeding (vaginal,), dyspareunia (painful sexual intercourse); fatigue; hair loss, nausea; pain, back pain, weight gain and depression were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('severe menstrual bleeding') in a 37-year-old female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety disorder, adhd and major depressive disorder, recurrent episode. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced abdominal pain ("severe upper and lower abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced rash ("skin rashes"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), vaginal infection ("vaginal infections") with vaginal discharge and urinary tract disorder ("urinary disorder"). The patient was treated with methylphenidate hydrochloride (concerta), propranolol, tretinoin (avita) and surgery (ablation and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, intra-abdominal haemorrhage, dysmenorrhoea, vaginal infection and abdominal pain had not resolved and the vaginal haemorrhage, fatigue, alopecia, weight increased, dyspareunia, rash, depression, nausea, back pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was currently investigating her options for removal of the essure device. Insertion date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: results: essure device is present,difficult to delineat. Diagnostic results: in (B)(6) 2010, an hsg (hysterosalpingogram) test was performed, result was not provided. Current weight: 230 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('severe menstrual bleeding') in a 37-year-old female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety disorder, adhd and major depressive disorder, recurrent episode. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced abdominal pain ("severe upper and lower abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced rash ("skin rashes"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), vaginal infection ("vaginal infections") with vaginal discharge and urinary tract disorder ("urinary disorder"). The patient was treated with methylphenidate hydrochloride (concerta), propranolol, tretinoin (avita) and surgery (ablation and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, intra-abdominal haemorrhage, dysmenorrhoea, vaginal infection and abdominal pain had not resolved and the vaginal haemorrhage, fatigue, alopecia, weight increased, dyspareunia, rash, depression, nausea, back pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff was currently investigating her options for removal of the essure device. Insertion date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2017: results: essure device is present,difficult to delineata. Diagnostic results: in (B)(6) 2010, an hsg (hysterosalpingogram) test was performed, result was not provided. Current weight: 230 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pfs received reporter information was added. Removal date was added. Pelvic pain event medical significant and innervation intervention required was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('severe menstrual bleeding') in a 37-year-old female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety disorder, adhd and major depressive disorder, recurrent episode. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced abdominal pain ("severe upper and lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced rash ("skin rashes"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), vaginal infection ("vaginal infections") with vaginal discharge and urinary tract disorder ("urinary disorder"). The patient was treated with methylphenidate hydrochloride (concerta), propranolol, tretinoin (avita) and surgery (ablation and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, alopecia, weight increased, dyspareunia, rash, depression, nausea, back pain, bladder disorder and urinary tract disorder outcome was unknown and the heavy menstrual bleeding, intra-abdominal haemorrhage, dysmenorrhoea, vaginal infection and abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, intra-abdominal haemorrhage, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was currently investigating her options for removal of the essure device. Insertion date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: results: essure device is present,difficult to delineat. Diagnostic results: (B)(6) 2010, an hsg (hysterosalpingogram) test was performed, result was not provided. Current weight: 230 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 37-year-old female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety disorder, adhd and major depressive disorder, recurrent episode. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced abdominal pain ("severe upper and lower abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In february 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced rash ("skin rashes"). In march 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder problem"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("vaginal infections") with vaginal discharge and urinary tract disorder ("urinary disorder"). The patient was treated with tretinoin (avita), propranolol, methylphenidate hydrochloride (concerta) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, intra-abdominal haemorrhage, dysmenorrhoea, vaginal infection and abdominal pain had not resolved and the vaginal haemorrhage, fatigue, alopecia, weight increased, dyspareunia, rash, depression, nausea, back pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was currently investigating her options for removal of the essure device. Insertion date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: essure device is present,difficult to delineat in (B)(6) 2010, an hsg (hysterosalpingogram) test was performed, result was not provided. Current weight: 230 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.